Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine at an unknown concentration and dose via an implanted pump for non-malignant pain and failed back surgery syndrome. The surgeon "never put the catheter in the patient's spine properly". They had to replace/surgically revise the catheter because it was not properly placed at implant. It was further reported the "pain had never left" the patient except for the time she had trial for the pump before implant and was not getting pain pump relief except for the trial. The event date was (B)(6) 2006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.